Manufacturer narrative:
Additional narrative: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the gear on the battery handpiece device was blocked, seized and rough running. It was further determined that the trigger was jammed, bloody and worn. The device was known to have failed the following pre-tests: general condition and leakage tests. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: correction: upon further investigation, it was determined that MFR# 8030965 - 2016 ¿ 13402 is a duplicate of MFR# 8030965 ¿ 2016-13405. Reference of MFR# 8030965 ¿ 2016-13405 for all further reporting regarding this event. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.